Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The additional evaluation findings were as follows: the bending section cover had cracked glue, the dunk test could not be performed due to the foreign object in the channel, there were scratches and dents on the pink probe, the distal end had scratches, there was peeling of the cement on the light guide lens, there were minor surface scratches on the light guide and insertion tubes and the control knob play was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the cleaning brush broke off inside the scope. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: there was no forceps or brush passage due to the foreign object in the channel; the suction flow, suction balloon testing could not be performed due to the foreign object in the channel and the pipe protecting forceps elevator wire was contaminated with foreign substances.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was identified as part of the cleaning brush. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.